Manufacturer narrative:
The patient was the initial reporter , so personal information was not entered.

Event description:
The customer stated some of her blood glucose readings were not stored in the memory of the contour. No allegation of an adverse event. Customer was advised to return the meter for evaluation. A new meter was sent to her.